Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. Quality control (qc) and calibration were within ranges on the day of the event. The customer replaced the reagent flex, flushed reagent 5 (r5) and sample 3 (s3) probe drain with bleach and hot water, wiped the exterior of each probe, auto aligned and verified all probes, performed a quick check with sodium hydroxide (naoh) clean, and auto aligned the photometer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran service method tests (smt), replaced the photometer lamp, auto aligned the photometer assembly, and ran check 1 on the photometer, a full quick check, and qc, which passed. Siemens further evaluated the event and concluded that the malfunctioned photometer lamp potentially contributed to the falsely elevated co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. For sample identifier: (B)(6), the erroneous result was reported to the physician(s), who questioned the result. For sample identifier: (B)(6), the erroneous result was not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results recovered lower than the erroneous results. The repeat results from the alternate instrument were reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.